Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure a vascular complication occurred requiring surgical repair. The patient was returned to ccu in stable condition and was reported as doing well the following day. Per the report received, the patient received a retroperitoneal cutdown with the intention of using a conduit on the iliac; however, after exposure was obtained it was decided to forego the conduit. The sapien valve was successfully implanted, the groin was closed and the patient left room stable condition. Two hours after the tavr procedure the patient became hypotensive and her abdomen was somewhat distended. The vascular surgeon whom performed the exposure was called back and the decision was made to re-explore the groin. It was determined that a lateral vessel (not the access site) had been torn and the vessel was surgically repaired.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. The minimum lumen diameter for the rf3 (22fr) sheath is 7mm. Per the report received, the access vessel diameter was 7.0mm, the vessel was described as severely calcified and mildly tortuous. In this case, it is likely that patient vessel factors (borderline vessel size and severe calcification) along with procedural considerations contributed to the reported event. The device lot number is not available, thus a device history record (DHR) review for the sheath cannot be performed. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.